Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ("lower back pain"), menorrhagia ("abnormal bleeding(menorrhagia)") and pelvic inflammatory disease ("pelvic inflammatory disease") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: * patient underwent essure confirmation test. Concurrent conditions included dysfunctional uterine bleeding, menometrorrhagia and abdominal obesity. Concomitant products included estradiol (estrogen) for bleeding genital. In 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia (seriousness criteria medically significant and intervention required). On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced vaginal discharge ("vaginal discharge"), pelvic inflammatory disease (seriousness criterion medically significant) and pelvic pain ("pelvic pain"). In 2016, the patient experienced rash ("rashes or skin conditions type"). On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), oligomenorrhoea ("extremely long menstrual cycles"), abdominal pain upper ("stomach pain"), alopecia ("hair loss") and headache ("headaches"). The patient was treated with surgery (hta endometrial ablation and hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes),oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the back pain, oligomenorrhoea, abdominal pain upper, alopecia, headache, vaginal haemorrhage, menorrhagia, rash, vaginal discharge, pelvic inflammatory disease and pelvic pain outcome was unknown. The reporter considered abdominal pain upper, alopecia, back pain, headache, menorrhagia, oligomenorrhoea, pelvic inflammatory disease, pelvic pain, rash, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted as per pfs: insertion date of essure: (B)(6) 2013. Concerning the injuries reported in this case, the following once were confirmed in patient's medical record: pelvic pain. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no med dra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Further company follow-up with the consumer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 19-nov-2018: plaintiff fact sheet received. Event added: abnormal bleeding (vaginal, menorrhagia), rashes or skin conditions type, pain, vaginal discharge, pelvic inflammatory disease. Concomitant conditions and drug was added. Reporter information was added. This non-medically confirmed spontaneous legal case report refers to an adult female consumer who had essure (fallopian tube occlusion insert) inserted and she presented lower back pain followed by a surgery to remove micro-inserts around 3 years after insertion. The reported event is serious due to medical importance and anticipated in essure's reference safety information. In this specific case, consumer presented the event after insertion and as a consequence a surgery was performed to remove essure. Considering compatible temporal relationship and absence of alternative explanation, causality cannot be excluded. This case was regarded as incident, since device removal was required. A product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ("lower back pain") in a female patient who received essure for sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient started essure at an unspecified dose and frequency. On an unknown date, the patient experienced back pain (serious criteria medically significant and clinically significant/intervention required), menorrhagia ("extremely long menstrual cycles"), abdominal pain upper ("stomach pain"), alopecia ("hair loss") and headache ("headaches"). The patient was treated with surgery. Essure was withdrawn. At the time of the report, the back pain, menorrhagia, abdominal pain upper, alopecia and headache outcome was unknown. The reporter considered back pain, menorrhagia, abdominal pain upper, alopecia and headache to be related to essure. Company causality comment: this non-medically confirmed spontaneous legal case report refers to an adult female consumer who had essure (fallopian tube occlusion insert) inserted and she presented lower back pain followed by a surgery to remove micro-inserts around 3 years after insertion. The reported event is serious due to medical importance and anticipated in essure's reference safety information. After essure insertion, pelvic, abdominal, back and uncharacterized pain may occur. In this specific case, consumer presented the event after insertion and as a consequence a surgery was performed to remove essure. Considering compatible temporal relationship and absence of alternative explanation, causality cannot be excluded. This case was regarded as incident, since device removal was required. The product technical analysis has been sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no med dra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. The reporter did not wish any further contact with the company. Most recent follow-up information incorporated above includes: on 22-dec-2016: ptc investigation result. Company causality comment: this non-medically confirmed spontaneous legal case report refers to an adult female consumer who had essure (fallopian tube occlusion insert) inserted and she presented lower back pain followed by a surgery to remove micro-inserts around 3 years after insertion. The reported event is serious due to medical importance and anticipated in essure's reference safety information. In this specific case, consumer presented the event after insertion and as a consequence a surgery was performed to remove essure. Considering compatible temporal relationship and absence of alternative explanation, causality cannot be excluded. This case was regarded as incident, since device removal was required. A product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.